Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. Blood glucose reading went up to 459 mg/dl. Customer reported that insulin pump had motor error alarm during bolus. Customer reported that drive support cap was normal and they were able to clear the alarm as well as able to rewind. The insulin pump will be returned for analysis.